Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of frequent low voltage advisory alarms was unable to be confirmed; however, a voltage fluctuation resulting in a power cable disconnect alarm was observed via log file analysis. Review of the log files revealed on (B)(6) 2026, while connected to batteries, a power cable disconnect alarm activated due to a relative state of charge (rsoc) invalid fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and quickly resolved on its own. On (B)(6) 2026, the driveline was disconnected, consistent with the reported controller exchange. No low voltage alarms were observed in the log files. The returned heartmate 3 system controller (serial number (B)(6)) underwent functional testing and passed without issue. The controller was able to operate a mock circulatory loop as intended for extended duration. No low voltage alarms were reproduced throughout testing. The root cause of the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ cover all alarms (auditory and visual) and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, instruct users on how to properly clean and maintain the system controller. Additionally, the sections instruct users on how to properly maintain the connection between the battery and clip. A poor connection may result in atypical low voltage / power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that exchanging the controller resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the low voltage advisory alarm was frequently generated, and it continued even after the battery and battery clip were replaced, so the system controller was replaced at the outpatient time. There was no patient consequence.